Manufacturer narrative:
An intuitive field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the gimbal assembly and opto-button module on the master tool manipulator (mtm) to correct reported problem. System tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. A system log review showed an error pointing to a failure in the motor on the suspect manipulator.

Event description:
It was reported that during a da vinci-assisted procedure, the surgery was converted for unspecified clinical reasons. Following the procedure, the nurse reported that intraoperatively error had appeared, though the surgeon continued after recovery. Technical support engineer (tse) instructed that the system should not be used for subsequent surgeries and informed the field service engineer (fse) that the system was down. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.